Manufacturer narrative:
(B)(4)

Event description:
It was reported the estimated battery longevity had prematurely depleted within a four month period. No resolution was recommended. There were no adverse consequences to the patient due to this event. No further information is available.